Event description:
It was reported that an ilet user experienced difficulty initiating dexcom g7 continuous glucose monitoring, with the pump displaying ¿connect cgm or dosing will stop in 1 hour and 46 minutes,¿ and the device remaining in pairing mode despite multiple attempts to toggle cgm type and re-enter the pairing code and after a pump restart. Symptoms included no cgm data available to the ilet. Outcomes included interruption risk to automated insulin dosing pending cgm connection. Investigation included troubleshooting and user education to verify cgm selection, re-enter the sensor pairing code, and restart the pump. Investigation of this case revealed a cgm communication and pairing failure between the ilet and dexcom g7, with no alerts or alarms generated on the pump. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved pairing/connectivity malfunction between the external cgm and the pump system.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.